Event description:
The customer reported having high blood glucose for the past three months. During the call, the customer mentioned that she was hospitalized at the beginning of this year for high blood glucose. Troubleshooting was performed and no alarms were registered in the alarm history. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.